Event description:
It was reported by service report that both height adjustment racks were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.